Manufacturer narrative:
A ge service representative performed an on site investigation. The failures could not be duplicated. Advised by the facility that the bio-medical staff changed the video cable between scope camera and light source. This replacement may have addressed the distortion problem. Can not confirm since no failure at time of visit was noted. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system has a problem associated with table lateral movement. It was also mentioned that there is an image distortion issue when the esu unit is engaged. There was no report of patient injury.